Manufacturer narrative:
The reported events were helix mechanism issue, failure to capture, cardiac perforation and extra cardiac stimulation. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examinations of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix could be retracted and extended by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Regarding the reported event of cardiac perforation. A tip stiffness test was performed, and the results were within specification. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for in clinic follow-up with discomfort due to extracardiac stimulation. Device interrogation revealed that the right ventricular (rv) lead failed to capture and was suspected to have perforated the heart. On (B)(6) 2026, fluoroscopy was performed during the explant procedure, however rv lead perforation was not conclusively determined. The physician explanted and replaced the rv lead. Additionally, it was noted that during the procedure the rv lead helix failed to retract. The patient condition was stable.